Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) during a procedure on (B)(6) 2010. The procedure was completed without any complications. According to the complainant, post-implantation, the patient began experiencing infections, dyspareunia, bowel problems, and urinary problems (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.